Event description:
It was reported that during a laproscopic procedure the device produced malformed staples. The devices was discarded. It was reported that the case was completed with a same like device. There was no consequence to the pt.